Manufacturer narrative:
The initial reporter occupation is unk.

Event description:
It was reported that there was no audible alarm volume at the bedside monitor. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.